Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. No intervention was performed and both leads remain in use. No patient complications have been reported as a result of this event.